Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by fever and cloudy pd effluent. The cause of and the outcome of the peritonitis was not reported. On an unreported date the patient was admitted to the hospital due to the event. On unreported dates, the patient completed 14 days of unspecified antibiotics (doses, frequencies and routes not reported). At the time of this report, dianeal therapy was ongoing. No additional information is available.